Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter on the device cannula. The following information was provided by the initial reporter: a white fm was adhering to catheter.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit from lot number 1278553. Additionally, eight photos were provided. The report stated, ¿a white foreign matter was adhering to catheter¿. Through our visual inspection, the ¿white foreign matter¿ that was reported was not foreign matter. There were some small bumps on the catheter but that was due to the manufacturing process. The reported issue was confirmed as the catheter was found damaged. During manufacturing, damage to the catheter may happen during catheter tipping or the extrusion process. Mandrel verification and tip quality inspections are performed to mitigate the occurrence of this defect. Since the device was already opened with the needle retracted, it's also possible the catheter may have been rubbed, causing those small bumps. The bumps are very subtle so it's possible this defect may have occurred during transportation or during clinician use. The root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter on the device cannula. The following information was provided by the initial reporter: a white fm was adhering to catheter.